Event description:
The haptic of an aq2010v model lens tore while it was being inserted. The lens was implanted and was removed in pieces. There was no patient injury or event. The facility stated it was unknown as to why the haptic tore. An aq2.88 cartridge was used and the lot number was 1181391. An msi-pm injector was used, but the lot number is unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the product found the optic torn and one haptic torn off. The haptic was stuck in the cartridge. There was evidence of surgical residue but no visible damage to the cartridge. The injector was not returned. Investigation under iaca is ongoing.